Event description:
Nurse states a surgeon reported this product was placed in a patient's eye in 2003. The patient developed what the surgeon described as a "severe inflammatory response". The product was removed earlier than initially intended, 5 days later. The cause of the inflammatory response is not known. Additional information has been requested.